Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The customer's results were "always stable:" at 2.0-3.0 inr. On (B)(6) 2018, the result from the meter was 3.9 inr. On (B)(6) 2018, the result from the laboratory using stago reagent was 2.4 inr. The result from the meter was 3.7 inr. There was no allegation of an adverse event.